Event description:
It was reported that a sensor error occurred. It was not mentioned which sensor was affected (flow/bubble sensor, venous bubble sensor or venous probe). The instant of time is unknown. No harm to any person has been reported. Complaint ID : (B)(4).

Manufacturer narrative:
It was reported that a sensor error occurred. It was not mentioned which sensor was affected. The instant of time is unknown. The cardiohelp was sent to the getinge depot repair center. A getinge technician investigated the cardiohelp device on (B)(6) 2022 and (B)(6) 2023, but was unable to find any errors expect a frayed venous probe cable. The frayed venous probe cable will be investigated in complaint# (B)(4). The cardiohelp device was tested from (B)(6) 2022 until (B)(6) 2023 without an error occurrence. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfile analysis shows that on (B)(6) 2022 the error message ¿arterial flow bubble sensor defective¿ was logged multiple times. On the given event date ((B)(6) 2022) no error occurred. Moreover, the event date ((B)(6) 2022) mentioned in the complaint does not match the event date of the log files. The fst confirmed that there is no additional information to provide since the biomed of the customer, who reported the complaint, is been out for months without notifying anyone about the failure/event. Therefore, it is obvious that the sensor error can be referred to the flow/bubble sensor and the date of event is the (B)(6) 2022. An exact root cause could not be determined, as the error message is not reproducible. However, according to the risk file of the cardiohelp device the following root causes can lead to the reported failure: influence due to other ultrasonic devices (e.g. Flow sensor), flow bubble sensor not plugged but recognized, environmental influences (atmospheric pressure, temperature, humidity, emi, over voltage) , sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. The instruction for use chapter 5.3.1 connecting the combined flow/bubble sensor states that the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The review of the non-conformities has been performed on 2023-01-12 for the period of 2012-10-01 to 2022-11-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-10-01. Based on the results the reported failure "sensor error" could be confirmed according to the logfiles, but was not reproducible. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.